Event description:
It was reported that patient had a catheter tip granuloma. It was indicated that the patient had an MRI on (B)(6) 2013. Reporter stated ¿they thought there was something suspicious¿. Reporter was later informed that the patient had a catheter tip granuloma and they removed it. It was also added that patient had p aralysis. However the reporter was not aware when or how long the symptoms had been ongoing. It was reported that the granuloma was removed either the day after or couple days after the date of this report. It was also indicated that the symptoms had not subsided ¿as of yet" and "ultimately end up being paralyzed¿. Reporter had no further information on the patient. The drug being used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID ne u_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
Information was received from a consumer via a company representative. The pump was turned off, but the patient still had a catheter going into the spine and was paralyzed from it. It is unclear if the catheter remains implanted or not as the health care provider previously reported that the catheter had been explanted.

Event description:
Additional information: as of the date of this report, the pump remained implanted, but did not have a catheter attached to it; the catheter had been explanted. The pump had not had drug in it for 2 years.